Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the right ventricular (rv) lead due to high out-of-range (oor) pacing impedances, measuring greater than 3000 ohms. After the lss, noise was oversensed. Troubleshooting was performed and the oor measurements were reproduced. An x-ray was performed, and a fracture was suspected near the patient's collarbone. The lead was reprogrammed, and the physician will continue to monitor. At this time, the rv lead remains in service. No adverse patient effects were reported.